Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided shows all metal components appearing to be intact. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a transition 2 level implant where the cord had broken post operatively after 2 years. This event occurred in switzerland.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided shows all metal components appearing to be intact. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a transition 2 level implant where the cord had broken post operatively after 2 years. This event occurred in switzerland.